Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime rewind anomaly. Customer's blood glucose was unknown mg/dl. The customer stated she trying to prime the tubing and it won't prime but there are no alerts from the pump. The customer stated that the tubing was in fact able to get primed but she can't fill cannula. The customer was advised to send another filled cannula if she wanted too. The customer went ahead and delivered another per her discretion.